Event description:
It was reported that during pre-discharge check intermittent loss of capture and variable pacing lead impedance to high and out of range were observed. The patient will be monitored.